Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm for e630; however, e630 malfunction alarm code was noted in the device history. The probable cause was that the motor steps and screw rotations were not in proportion caused by the lead screw not being properly lubricated. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed for an e630 (screw rotation error) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, e630 malfunction alarm code was noted in the device history. No additional information was provided.